Event description:
The user facility reported that during a patient procedure their 3085 surgical table "tipped over" resulting in a procedure postponement. The patient was uninjured, but employees suffered minor injuries while stabilizing the patient back onto the table. It is unknown at this time whether medical treatment was sought or administered.

Manufacturer narrative:
A steris service technician arrived onsite to inspect the surgical table and found no issues with the function or operation of the table. The reported event could not be duplicated. The exact cause of the reported event could not be determined. The unit was tested, confirmed to be operating according to specifications, and returned to service. No additional issues have been reported.